Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was noted that a small piece of plastic was present in the gantry, which was suspected to have been the cause of the grinding sound. The plastic was then removed by the medtronic the imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry was emitting a grinding noise while testing the imaging system. It was noted that the gantry door could not open. Upon visual inspection, it was found that a cable was stuck in the gantry door opening. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: mfg date corrected.